Event description:
Information received does not address the patient's clinical status but notes that the physician requested that the device be immersed in an antibacterial solution for over 30 minutes prior to implant. After pocket closure, the physi- cian saw long pauses and erratic pacing. When the pocket was opened, fluid (not blood) dripped out of the connector port. The physician cleaned out the port with suction and reconnected the lead. Normal function was observed.